Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose three weeks ago. The customer stated that he had heart surgery in 2000 and due to the high blood glucose he had chest pains. The customer also stated that he changed the infusion set in the morning, and he was admitted in the afternoon. Furthermore, the customer stated that his glucose reading was 420mg/dl in the morning and started to increase as he continued to bolus 10 units. The blood glucose reading at time of his hospitalization was 470mg/dl. No further info was provided.